Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual evaluation, it was noted that the nitinol strip was missing, and only one piece was returned. During a functional test, the handle was easy to manipulate. The clip would open and close fully with some resistance. The clip would get slightly stuck as it was opening. The teeth did not mesh together every time the clip was closed. The device was not functionally tested down an endoscope due to the condition in which it was returned. No other anomalies were detected with the device. The device will be sent to the supplier for further evaluation. The supplier provided the following: a visual examination of the returned device confirmed the reported event of "nitinol strip breaks." Due to the nitinol strip being broken, functional testing for open and close could not be completed. One half of the nitinol strip was returned. The thickness of the strip was measured and found to be within the requirement. There are multiple checks for the nitinol strip within the assembly process and final quality checklist. This device passed all testing. The device history records were reviewed. The manufacturing records and/or final quality checklist did indicate relevant defects. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the reported event from the user 'nitinol strips not attached' was confirmed. One strip was missing from the returned device. The assignable cause of the missing nitinol strip could not be determined. All devices receive a 100% inspection, prior to release and shipment. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The instinct hemoclip was opened, tested, and advanced down the endoscope channel. Once the clip exited the endoscope channel, the physician asked the assistant to open the clip. The clip would not open. The catheter was jiggled near the biopsy cap; the clip still would not open. The clip was removed from the endoscope. They attempted to open the clip outside the endoscope (and outside the patient). The clip opened, but with some resistance. The clip was opened two (2) additional times as a test. It was then noted something fell on the floor. The nitinol strips were no longer attached to the hemoclip and were found on the floor (subject of this report). A new clip was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was received. The investigation is currently ongoing including a supplier evaluation. A follow up report will be sent upon the investigation completion.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The instinct hemoclip was opened, tested, and advanced down the endoscope channel. Once the clip exited the endoscope channel, the physician asked the assistant to open the clip. The clip would not open. The catheter was jiggled near the biopsy cap; the clip still would not open. The clip was removed from the endoscope. They attempted to open the clip outside the endoscope (and outside the patient). The clip opened, but with some resistance. The clip was opened two (2) additional times as a test. It was then noted something fell on the floor. The nitinol strips were no longer attached to the hemoclip and were found on the floor (subject of this report). A new clip was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.